Event description:
The customer reported the image from the subject device went very dark and faded. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The suspect device was sent to olympus for evaluation. Inspection and testing did not reproduce the blackout condition. A review of the device history record found no deviations that could have caused or contributed to a blackout. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the following are the probable causes: blackout of endoscope image due to broken wire or short circuit in the imaging cable, blackout of endoscope image due to short circuit caused by cracked tabs on the imaging circuit board, blackout of endoscope image due to separation of the joint of the imaging circuit board, blackout of endoscope image due to abnormal continuity caused by internal water immersion, blackout of endoscope image due to abnormal continuity of the electrical connector or electrical cord, blackout of endoscope image due to connector damage or deformation, or blackout of endoscope image due to lens damage or contamination. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following information, which may help to reduce/prevent the issue: inspection of the endoscopic system. Warnings and cautions or precautions. Olympus will continue to monitor field performance for this device. In addition, due to wear of angle wire, angulation in the up direction did not meet the standard value, the light guide lens was dirty due to insufficient cleaning, and the adhesive on the bending section cover was detached due to chemical/physical stress. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.